Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced both the system pcb/interface pcb flex cable assembly as well as the lcd/interface pcb flex cable assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up.  The customer advised that the device could not be powered off until the power supply was removed.  There was no patient use associated with the reported event.